Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed. However, unrelated to the reported complaint, a sticky clutch and a worn front clutch gasket. The cause for the sticky clutch and worn front clutch gasket could be due to normal wear and tear. The autopulse platform was manufactured in september 2011 and is nearly 11 years old, well past it's service life of 5 years. The clutch plate was deburred and the front clutch gasket to address the observed problems. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data review indicated several ua45 error messages around the reported event date; thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus, confirming the customer's reported complaint. The driveshaft was rotated to the home position using the administrative menu to address the sticky shaft and clear the ua45 error message. The autopulse functioned as intended by triggering ua45 when the driveshaft is not at "home" position. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) system error message. Customer was unable to clear the error message. Patient's status information was requested but the customer did not provide a response.